Manufacturer narrative:
Correction: d4: model #, h4, f10/h6: medical device problem codes (replace a0414 with a0401), (replace g04134 with g04034). Additional information: h6, h11. H11: the actual device was not available; however, two photographs of the sample was provided for evaluation. Visual inspection was performed which noticed there was damage (potential crack) at the luer locking adapter sleeve. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that primary tubing broke off of a clearlink system continu-flo solution set. When the nurse attempted to remove the primary tubing from the intravenous hub cap; backflow of blood was observed in the tubing. Upon further inspection the end of the primary tubing was noted to have broken off and was lodged in the hub cap. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.